Manufacturer narrative:
The field service engineer confirmed the analyzer to be operational with no issues. The customer ran calibration and qc with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The electrode serial number was requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results with multiple patient samples tested on a cobas 8000 ise 1800 module. The following examples of discrepant results for three patient samples were provided: sample 1: the initial result was 133 mmol/l, while the repeat result was 139 mmol/l. Sample 2: the initial result was 132 mmol/l, while the repeat result was 137 mmol/l. Sample 3: the initial result was 133 mmol/l, while the repeat result was 139 mmol/l.